Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated ever since they were first implanted, they would get electrocuted whenever they use the stimulation, and the implanting doctor implanted the battery under the patients liver which already had issues before hand. Patient stopped using the stimulator but now they need an MRI and their insurance will not replace the stimulator. Patient stated their implanting doctor hung up on the patient when they tried to discuss replacement with them and they were told they are 'not dealing with it.' Agent documented information given on call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.